Event description:
It was reported, the rigid videoscope had a leak from the universal cord. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cable was scratched, the objective lens was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that the reportable failures were caused by component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This issue occurred at a therapeutic procedure. The procedure was completed, and the subject device was replaced by the same device, but the model/serial number of the replaced device was unknown.